Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported the patient had impella cp support and after the implant, the cannula was found kinked. Impella flows dropped and suction alarms on automated impella controller displayed, despite multiple attempts to unkink cannula, decision was made to remove impella and place new catheter. On removal of this device, impella kink clearly visible under fluoroscopy. There was no reported harm to the patient.

Manufacturer narrative:
The investigation for the low pump flow has been completed. Clinical details state that the device experienced kinking once the peel away sheath was removed. This was reported by the physician and confirmed on the returned device during investigation. Per the data logs, the kink caused the pump to flow in the field at around 1l/min at p-4, less than the expected 2.0-2.5l/min, while suction alarms presented. They also show no motor current spike. The cause of the low flow was most likely a kinked cannula. Added: d9 device return date.